Event description:
It was reported that the reservoir had an air bubbles anomaly. The blood glucose reading was over 200 mg/dl. The customer stated that she was having the same problem with air bubbles as she had had before. She reported that she had changed the entire infusion set, reservoir and insulin 2 nights prior, but her blood glucose reading was not normal the next morning. She stated that she usually had good blood glucose readings when she had used the supplies within 24 to 48 hours. She noted that she had tried with new reservoirs, but this did not resolve the issues. She declined troubleshooting the matter, and she was advised not to store the insulin in the refrigerator. She was advised to try various remedies and to call back if the issue persisted. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.